Event description:
It was reported that the customer experienced a high blood glucose reading of 534 mg/dl. The customer's father stated that the customer attempted to treat with the insulin pump, but the device was not delivering insulin. The customer was assisted with programming the device was and was transferred for further assistance with the matter. The caller noted that the high blood glucose issue had started 1 day prior. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.